Event description:
Alleged the weld on the mounting pin broke on the right clocking siderail. The account replaced the siderail to repair the bed.

Manufacturer narrative:
Analysis of the siderail confirmed the broken weld.